Event description:
The following has been reported: biomed reported: I have an out of box pump failure that occurred during pump provisioning. Pump serial number (B)(6). When I restarted the pump after it received the software download the pump immediately alarmed at showed the following alarm message "service needed pump problem red screen then states remove the pump from service". I am attaching the pump logs to this email report for engineering to review. One item I noticed after full power down. The pump will come back up without initially erroring, but it makes the sound as if it is continuing to check the pumps pumping mechanism and then shows the red screen and sounds the alarm. I have tried the hard shutdown 3 times with the same results. This pump was never used on patients. A preliminary review of the logs shows the following: pneumatic valve leak failure (valve 1). An active infusion was not delayed. Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
The pump was returned for investigation. Upon investigation, the pump was not able to pass mock infusions and was experiencing intermittent pneumatic failures resulting in a "pump problem" alarm being issued. An investigation was performed to test the overall functionality of the valves. Testing concluded that the pneumatic valve assembly was experiencing pneumatic valve leak failure for valve 1. Log files were pulled and analyzed to confirm this failure. The entire pneumatic valve assembly will be removed from the pump and further testing will be performed and tracked under an internal CAPA. The pump will have a new pneumatic valve assembly installed and undergo all necessary functional testing. The complaint sample evaluation and investigation for this pump has been completed.